Manufacturer narrative:
An event regarding dislocation due to a malpositioned shell involving a primary tritanium hemi solidback cup 62mm was reported. The event was confirmed. Device evaluation not performed as no device was returned. A review of the provided of the medical records by a clinical consultant indicated, ¿no indications for presence of device-related factors were seen. A device history review confirmed all devices accepted into finished goods conformed to specification. A complaint history review confirmed no other similar events for the reported lot. The investigation concluded that the dislocation was caused by shell malposition. No indications for presence of device-related factors were seen and as such root cause of failure is not device-related.

Event description:
Senior clinical research associate, has reported as part of an (B)(4) clinical study, that patient (B)(6) was at home and leant forward to put shoes on and then felt the hip allegedly "pop out" of the socket. It was reported that the patient had to undergo manipulation of the joint under anaesthetic to temporarily resolve the reported event. The patient will undergo a revision of the hip on (B)(6) 2014.

Event description:
Senior clinical research associate, has reported as part of an exeter hip clinical study, that patient (B)(6) was at home and leant forward to put shoes on and then felt the hip allegedly "pop out" of the socket. It was reported that the patient had to undergo manipulation of the joint under anaesthetic to temporarily resolve the reported event. The patient will undergo a revision of the hip on (B)(6) 2014.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.